Manufacturer narrative:
Date sent to the FDA: 9/11/2020. Corrected information: manufacturing site name.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 where the surgeon noted ¿there were dense inflammatory adhesions between the small bowel and the underside of the mesh.¿ a small bowel resection was performed. It was reported the patient continues to experience severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information was provided.